Event description:
It was reported that the patient experienced intermittencies followed by loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device has been scheduled.